Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging the meter had date/time issues. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient. This complaint was initially ruled out because this malfunction is not considered reportable as lifescan does not believe the chance this malfunction causing or contributing to an ae is more than remote and has not reported an ae where this malfunction may have caused or contributed to the injury/death. On (B)(4) 2012, lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2012. Investigation was unable to confirm the alleged issue with the returned meter; however, found a secondary issue with the returned meter. Product analysis noted there was a missing part in the meter. This complaint is now being reported because the returned meter failed testing.

Manufacturer narrative:
.